Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump's battery went dead and the insulin pump went black. The customer's blood glucose level was 125 mg/dl at the time. The customer declined troubleshooting for blank display. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.